Event description:
It was reported that on (B)(6) 2007, the patient underwent a xience v stenting procedure in the mid left anterior descending artery (lad) with one 3.0 x 18 mm stent, in the proximal (lad) with one 3.5 x 18 mm stent and in the distal circumflex with one 3.5 x 18 mm stent. On routine follow-up, it was discovered that the patient expired on (B)(6) 2011. The patient was found on the floor at his home. When the ambulance arrived at the scene, the patient was noted to be pulseless and apneic with no signs of life. The death certificate lists the cause of death as coronary artery disease. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported death is listed in the xience v instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.